Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that the insulin pump was dropped in the pool. The customer stated that there was crack at the side of insulin pump. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.